Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product will likely be part of a system explant due to an infection. Noise on the shock egm was noted when the patient moved her arms, but it was confirmed that there was no oversensing and measurements were normal. There was no report of adverse patient effects.